Event description:
While using cautery, team noticed a spark, smoke and a pop when the cautery cord broke off at the end of the cord next to the machine (esu). Cautery settings: coag 30 and cut 1.======================manufacturer response for cable, electrosurgical(per site reporter).======================hospital left phone message with manufacturer to call reporter. We would like to know the life expectancy of the cords.